Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 14atm within 30seconds. The device was removed without problems and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.